Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call critical error alarm on the insulin pump. Customer advised there was an x on the display screen of the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, seating, basic occlusion test and force sensor test. No critical pump error noted during our testing. The sleep current within specifications. The insulin pump was received with cracked reservoir tube lip, cracked case at the battery tube side and keypad overlay texture damage.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was contacted for further information. The customer stated that the ketones that were experienced were related to the pump error. The patient stated that, because her pump stopped working, her blood glucose levels went high. The customer stated that the high blood glucose was not due to using old insulin.